Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. There was a black discoloration on the broken surface of the probe. The fracture surface of the probe showed that crack developed. There was no scratch at the black discoloration area. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. After 15 minutes since the procedure began, an error related to ultrasonic output occurred. The intended procedure was completed with another device. There was no patient injury reported. On november 12, 2020, the following additional information was provided. *the probe of the subject device broke off when the user cleaned the device outside the patient during the procedure.